Event description:
In jan. 2006, kinetikos medical, inc., was informed of the explant of a katalyst radial head system implant from a female pt in 2005 owing to sporadic pain. The explanted components were returned to kmi for evaluation in january 2006. No defects were found.